Event description:
The surgeon attempted to implant a second aa4203tl model lens, but the trailing haptic stuck to the side of the injector and was damaged on insertion. Than the surgeon enlarged the incision to remove the lens and a different lens was implanted and the surgery was completed. Cross reference claim # 400412, MDR 2023826-2004-00326.